Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm weak battery. Customer's blood glucose was 146 mg/dl. The customer reported the type of battery in use is duracel. The customer advised that the use of other battery brand or type my result in reduced battery life. The customer was advised that the weak battery will occur prior to failed battery test. The customer also reported via phone call that the insulin pump alarm failed battery test. Customer's blood glycose was 164 mg/dl. The customer was advised to use energizer aaa alkaline batteries . The customer was advised to clear the alarm with esc and act. The customer found battery compartment nor spring are not damaged or corroded. The customer was advised to clean the battery cap contact with cotton swab.